Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a frayed cable was identified on a pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.